Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system failed to boot up. As a part of troubleshooting action log files were reviewed, and it was found that the system was unable to complete its start-up sequence. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flexvision pc wouldn't power up when the x-ray system was booted up but could be manually turned on. The fse determined that the flexvision pc was defective and needed a replacement. The cause of the flexvision-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision-pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the flexvision-pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.